Event description:
The pace/sense portion of this lead was capped. Multiple vf episodes detected. Aborted shocks. Previously capped medtronic 5076-58 was connected again for pacing and sensing. Shock portion of this lead is still active. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.